Event description:
A caller reported an issue where the insulin gauge on their pump displayed an amount different than expected, specifically showing a static fill estimate of 200 units despite insulin being delivered. There was no adverse impact to the customer's blood glucose level. Technical support educated the caller on the reason for the discrepancy, explaining it resulted from a large variance in measured pressures used to calculate the insulin remaining. They assured the caller that once the actual insulin amount matched the static display, the fill estimate would resume functioning normally. The caller understood and acknowledged this explanation.